Event description:
According to the report, the surgeon had difficulty implanting the hero venous outflow component (voc). From imaging, he noted that the marker band had fallen off during implant. The voc was removed and the case was aborted. A conference call was held with the surgeon on (B)(6) 2013. During the call, the surgeon indicated that this was a very difficult procedure; due to an existing right ij catheter, the surgeon used the left side for access. The longer sheath was used and the hero voc was advanced and removed several times. Mineral oil was added each time the voc was removed. The stylet was also introduced and removed multiple times. The guidewire was removed entirely at one point, and was replaced through the voc. The surgeon also tried using noncompliant 5 and 7 mm balloons at the tip of the voc to create a taper. As soon as he noticed that the marker band had dislodged, the surgeon removed the voc and aborted the case; he believes the marker band came off due to overuse.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, the surgeon had difficulty implanting the hero venous outflow component. From imaging, he noted that the marker band had fallen off during implant. The venous outflow component (voc) was removed and the case was aborted. A cryolife representative confirmed that there were no reports of patient sequelae related to the marker band. The device history records were reviewed by quality control. It was confirmed that all records were available for review and met all physical, functional, microbial, and chemical specifications. The surgeon mentioned that he believed the marker band had dislodged due to overuse, because he had made so many attempts at passing it through the sheath. The surgeon mentioned that the patient had a left side arterial-venous graft (avg) failure five years earlier due to a pacemaker and multiple right side avg failed despire heparin. The surgeon did not consider the right side hero implant because the patient had a tunneled dialysis catheter (tdc) on the right. The surgeon was able to get a wire in on the left, and dilated with size 5 and 7 balloons. He used the long sheath but it kinked, causing him to re-introduce the voc through the sheath several times. The surgeon tried with the shorter sheath by replacing the wire, and a new stylet over the wire, through the voc. Multiple attempts were also made with balloon deployment. The entire procedure lasted three and a half hours. The surgeon admitted that he does not routinely perform endovascular procedures, as he is a vascular surgeon, and he is not skilled at catheter placements. Imaging shows a balloon over-inflated on both sides of the marker band. There is also imaging indicating that the left internal jugular vein used for implant also contained pacemaker wires. From these images, and the information provided by the surgeon, it is clear that the voc came in contact with pacer wires and multiple accessories including balloons, stylets, guide wires, and sheaths. The silicone holding the marker band in place could have been damaged from either a balloon overinflated or a wire or stylet puncture. Damage to the silicone could allow the marker band to dislodge from the voc, especially when coming in contact with the patient's tortuous anatomy and severe stenosis as well as the various accessories.